Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a left idiopathic ventricular tachycardia procedure with a thermocool sf nav bi-directional catheter and suffered cardiac tamponade which required pericardiocentesis and surgical intervention. During surgery it was noted that the obtuse marginal branch of the left anterior descending artery was torn and patient required extended hospitalization on intensive care unit. The patient¿s medical history is unknown. The patient was reported to be in stable condition after the surgical intervention. The physician¿s opinion regarding the cause of this adverse event is that the tear was due to the transition from the dilator to the sheath on the agilis. Although no product malfunctions were reported to this complaint, this event is being reported since bwi can't rule out the involvement of the catheter to the injury since product was used at the time of the adverse event. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the vessel perforation and cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17064674lb was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4). Product name: coolflow® irrigation pump us catalog #: cfp002 serial #: (B)(4). Product name: stockert 70 rf generator us catalog #: s7001 serial #: (B)(4). Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient, underwent a left idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade which required pericardiocentesis and surgical intervention. During surgery it was noted that the obtuse marginal branch of the left anterior descending artery was torn and patient required extended hospitalization on intensive care unit. The patient¿s medical history is unknown. The patient was reported to be in stable condition after the surgical intervention. The physician¿s opinion regarding the cause of this adverse event is that the tear was due to the transition from the dilator to the sheath on the agilis. Although no product malfunctions were reported to this complaint, this event is being reported since bwi can't rule out the involvement of the catheter to the injury since product was used at the time of the adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).